Manufacturer narrative:
The pump was returned for cosmetic damage (crack) on the pump case found on (B)(6) 2021. The pump was received with missing retainer. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer. The following were noted during physical inspection: missing retainer, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and missing reservoir tube o-ring. Crack on the pump case (cracked keypad overlay) is confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.